Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the programmer failed the finger touch test after the most recent software update. The finger touch was working correctly without issue. It was also determined at analysis that the programmer failed the incoming test for a crack in the touchscreen, the screen remained functional. The left and right sliding rails and upper and lower bullets were broken. The electrocardiogram (ECG) connector of the link electronic module (lem) board was loose. The company logo button was missing, and the paper tray was nearly empty. The programmer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the finger touch test after the most recent software update. It was noted that the programmer demonstrated autonomous cursor movement. There was no patient involvement.